Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-extension: upn m365sc3138550. Model sc-3138-55. Serial-lot (B)(6). Batch 7138913. Upn (B)(4). Product family scs-extension: upn m365sc3138550. Model sc-3138-55. Serial-lot (B)(6). Batch 7140195. Upn (B)(4). Product family scs-extension: upn m365sc3138550. Model sc-3138-55. Serial-lot (B)(6). Batch 7140065. Upn (B)(4). Product family scs-extension: upn m365sc3138550. Model sc-3138-55. Serial-lot (B)(6). Batch 7140246. Upn (B)(4).

Event description:
It was reported that during the spinal cord stimulation (scs) permanent trial period, the patient experienced weakness in his legs and pain in his stomach when he touched it. The patient was hospitalized and underwent a procedure in which the trial paddle lead and lead extensions were explanted. During the explant procedure, the physician noted some blood clotting in the epidural space which was evacuated. The physician completed a laminectomy at thoracic 7-8 and inserted a drain to help relieve pressure in this area. The patient is going to stay in the hospital overnight for observation. The explanted devices will not be returned per facility protocol.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-extension. Upn m365sc3138550. Model sc-3138-55. Serial-lot (B)(6). Batch (B)(6). Upn (B)(4). Product family scs-extension upn m365sc3138550. Model sc-3138-55. Serial-lot (B)(6). Batch (B)(6). Upn (B)(4). Product family scs-extension. Upn m365sc3138550. Model sc-3138-55. Serial-lot (B)(6). Batch (B)(6). Upn (B)(4). Product family scs-extension. Upn m365sc3138550. Model sc-3138-55. Serial-lot (B)(6). Batch (B)(6). Upn (B)(4).

Event description:
It was reported that during the spinal cord stimulation (scs) permanent trial period the patient experienced weakness in his legs and pain in his stomach when he touched it. The patient was hospitalized and underwent a procedure in which the trial paddle lead and lead extensions were explanted. During the explant procedure the physician noted some blood clotting in the epidural space which was evacuated. The physician completed a laminectomy at thoracic 7-8 and inserted a drain to help relieve pressure in this area. The patient is going to stay in the hospital overnight for observation. The explanted devices will not be returned per facility protocol. Additional information was received that the patient has regained full strength however experienced some residual pain in his abdomen, which the physician believes may have been due to irritation from the paddle lead. It was reported that the pain should improve with time. There is no further course of action. The patient was discharged from the hospital.